Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed. No pump error 23 alarm noted. All buttons functioning properly no damage on the keypad assembly. Device received with moisture damage at the electronic assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. Customer received stuck button alarm without pressing the buttons for 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.